Event description:
It was reported to philips that the system did not boot and required the operator to make selection for a boot disk. The device was not in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and told the user to selected cancel and the system booted up. The issue was resolved. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed that the system displayed a message ¿please select boot device¿. Review of system log file could not confirm the malfunction. Upon troubleshooting, rse guided the customer to select the boot device. The customer selected cancel option and the system booted up. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The customer did not select the cancel option initially. Later, as per the philips engineer instruction, the customer did select the system boot option. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.